Manufacturer narrative:
Concomitant medical products: product ID: 3887-28, lot# l58478, implanted: (B)(6) 1999, product type: lead. Other relevant device(s) are: product ID: 3887-28, serial/lot #: (B)(4), ubd: 02-nov-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a stimulator but her body didn¿t like it. The patient stated her body kept trying to push it out and it was repositioned twice. The patient noted she still had a broken lead along her spine but the implant was removed 2-3 years ago. The patient explained that the stimulator was more of an irritation to her from the beginning as the shock feeling of the stimulation was worse than the pain itself. The patient mentioned she was thankful she did not use it much when the lead broke. The indication for use was failed back surgery syndrome.